Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had calibration error and had been sick all day. Customer's blood glucose was 530 mg/dl. Customer's blood glucose was 249 mg/dl at the time of the incident. Customer stated that she has been a diabetic for 30 years and is having trouble with the sensor. Customer stated that the sensor was bent when she removed it. Customer stated that she only has 1 sensor to work for 6 days. Customer declined troubleshooting and will be shipped a replacement sensor.